Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. A visual inspection and leak testing confirmed that there was a leak in the port tube seal. This issue was investigated through corrective and preventative action (CAPA). The cause of this condition was determined to be a manufacturing issue; specifically, it was determined that a manufacturing machine was malfunctioning. Maintenance was performed on the machine used to manufacture this device to correct this condition.

Event description:
It was reported that one intravenous therapy container was observed with a leak between the injection site and the clamp. The customer reported that they did observe a hole in the container. This was observed prior to patient use or connection. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.